Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31007211l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) persistent ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient suffered a heart block av. It was reported that an atrioventricular (av) block occurred when the left atrium left pulmonary vein (la lpv) ridge ablation was conducted. The event occurred after about an hour of qdot micro catheter use, when lpv ablation was conducted. As it was a complete av block, a temporary pacemaker was placed, and the patient was sent to the critical care unit (ccu). Method of contact force (cf) monitoring was dashboard and vector. Coloring settings for visitag was tag index. The physician's comment on the relationship between the event and the product was that it was unlikely that the ablation affected the event. There were no abnormalities before and during use of the product.